Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime or compromised force sensor system alarm and displacement test. Insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm motor position encoder error alarm due to erased history file. Insulin pump had cracked battery tube threads, broken reservoir tube lip, minor scratched and cracked display window, and stained address or serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was 106 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was exposed to high magnetic fields, pump was exposed during a mammogram. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.